Manufacturer narrative:
Elevated complaint investigation has been initiated.

Event description:
Customer noticed a leak on an alinity m system during a field service engineer visit to customer site. Customer reported that while doing lot switch purge on the instrument, the waste bottle 2 had overflowed and vapor barrier was leaking. Troubleshooting suggests that the lines for the waste bottles were switched, causing the leak. The customer did not come into contact with the leak. There was no injury associated with the reported leak. Personal protective equipment (ppe) was used while cleaning the leak. There was no patient involved as the leak was identified by the alinity m system user.

Manufacturer narrative:
Investigation into this complaint included a customer data review, a quality data review, and a complaint history review. The results of the investigation are summarized as follows: customer data review : there were system log files and a photograph attached to the complaint ticket which were reviewed. The photograph showed paper towels covering a leak outside of the instrument's footprint. Quality data review: a search of nc/CAPA records was performed for instances related to leaks caused by switched liquid waste bottle lines on an alinity m system, ln 08n53-02, as documented in the complaint ticket under review in this investigation. The search returned 1 quality record that addressed system solutions drawer leakage that spread beneath or beyond the instrument's footprint. Although, switched liquid waste bottle lines were not a root cause of the investigation in this quality record, the issue addressed in this complaint (switched liquid waste bottle lines on an alinity m system) resulted in a leak that spread beyond the instrument's footprint, and is therefore related. Complaint history review: a complaint search was performed to identify past complaint tickets for any instances of leaks caused by switched liquid waste bottle lines on an alinity m system, ln 08n53-02. The complaint history review found that the complaint ticket under review in this investigation is the only complaint ticket related to leaks caused by switched liquid waste bottle lines on an alinity m system. Based on the results of the investigation, a product deficiency was not identified for the alinity m system (ln 08n53-02). The above mentioned CAPA took a global approach for leaks within the system solutions drawer that may cause leakage beyond the instrument's footprint therefore a summary from the CAPA has been included here. Process related root causes / contributing factors: alinity m system product requirement and/or lower level system or module requirement documents did not include requirements for containment of accidental system solutions drawer overflow. System solutions drawer enclosure design includes six thru holes at the bottom allowing liquid to escape onto the floor when the drawer is pulled open. Earlier versions of risk analysis document did not include the slip/fall hazards for the waste or reagent overflow from the system solutions drawer. Additionally, design output related causes were identified related to observation of loose connections, insufficient torqueing and loose fittings associated with components within the system solutions drawer. An action was taken to assess if the risk for the slip/fall hazard is adequately addressed throughout the alinity m risk management file (rmf). The assessment concluded that the slip/ fall hazards associated with liquid waste and with the bulk reagent overflow from the alinity m system solutions drawer are adequately addressed, and within acceptable residual risk levels, as defined in the abbott molecular risk management procedure. No gaps were identified in this assessment. No rmf document revisions are recommended. Design-related corrective actions have been approved at the manufacturer to improve fluidic fittings and connectors. Lastly, an action has been taken to complete the feasibility of improving the design of the system solutions drawer regarding liquid containment inside of the drawer. This action will require developing a design concept, receiving prototype parts and completing a feasibility evaluation. If feasibility evaluation results are supportive of the change, a design change plan will be implemented, include completing design verification, updating product specifications, and receiving production inventory of the new parts. Due september 30, 2021.